Event description:
It was reported that the customer was hospitalized for 2 nights on (B)(6) . Paramedics were contacted due to the customer having low blood glucose levels. Customer's blood glucose level at the time was 38 mg/dl. Customer stated that he was taking medication that affected his blood glucose level. Customer was not able to remain on the line any longer. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.